Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that no relevant nonconformances were associated with the sensor lot at the time of manufacture. On 25mar2026 (1772 days from implant), the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell inside the fluid-filled reference measurement error range, thereby confirming that the sensor was performing as expected. As a result, the reported event was not confirmed. The product instructions for use were reviewed and note that edwards monitors sensor performance over time. When analysis suggests anomalous sensor performance, recalibration using the rhc procedure may be required. If anomalous data is confirmed through the internal monitoring program, edwards will notify the site. The instructions for use further state that when anomalous readings are suspected, corrective recalibration using the rhc procedure may be necessary. Based on the available information no further corrective or preventative actions are required at this time.

Event description:
On (B)(6) 2026, endotronix research and development recommended stopping use of pulmonary artery (pa) data due to suspected sensor drift. On (B)(6) 2026, the patient underwent a right heart catheterization (rhc) with recalibration of the sensor during which, sensor drift was confirmed.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.